Event description:
It was reported that during implant procedure the atrial lead had inconsistent sensing, lack of sensing, and noise on the electrogram. Different pacing cables, analyzers, and analyzer attachments were tried with no improvement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.